Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
"One of my tooth fell off. Update 5/24/24- "I ended un-getting a crown for a root canal on the top left. Two of my bottom teeth were pulled due to deterioration now in the process of getting two implants. I was curious if I can continue the treatment after the implants. Also there will be 4 wisdom teeth extracted and a molar in the back removed. "

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.